Event description:
It was reported that during a procedure to treat a lesion in the left common carotid artery with heavy tortuosity, no calcification and 60% stenosis, an emboshield nav6 embolic protection system (eps) was advanced and the tip of the device demonstrated difficult navigation when trying to access the artery due to the tortuosity. The tip was noted to be kinking and the device could not cross the lesion due to the anatomy. The filter was withdrawn from the patient anatomy and the tip was noted to be kinked and barely connected, almost separated into two pieces. A new same size emboshield nav6 was used successfully for the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported tip coil damage was confirmed; there were stretched coils. However, there was no separation noted; the tip of the barewire was confirmed to be intact. The failure to advance could not be replicated in a lab environment as it was based on case circumstances. Based on visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to insert incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.